Event description:
It was reported that the locking ring was loose in the metal shell. Therefore, the surgeon implanted a spare product instead of it, but the same event was occured. Finally, other size centrax (40mm) was implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a loose locking ring involving a centrax duration 26mm x 41mm was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event. Method & results: device evaluation and results: a visual inspection noted the device was unremarkable. A dimensional and functional inspection were not performed as the device was autoclaved. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were autoclaved upon receipt at stryker orthopaedics. The autoclave altered the devices dimensions and thus a dimensional and functional test would not be an accurate representation of the devices at manufacture condition. Nc was opened to address this issue.

Event description:
It was reported that the locking ring was loose in the metal shell. Therefore, the surgeon implanted a spare product instead of it, but the same event was occurred. Finally, other size centrax (40mm) was implanted.